Event description:
Pulse generator interrogates eri. Clinician complaint 'unable to program pacing output'. Interrogation by biotronik indicates battery status eri and battery voltage 2.68v.

Event description:
Pulse generator interrogates eri. Clinician complaint 'unable to program pacing output'. Interrogation by biotronik indicates battery status eri and battery voltage 2.68v.